Event description:
It was reported that the unspecified bd¿ pen needle traces caused by use of tools. The following information was provided by the initial reporter: traces caused by use of tools.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. H6: investigation summary: customer returned plastic piece of pen needle without cannula. It was reported by the distributor that there are traces caused by use of tools. Based on the sample received, embecta was able to confirm the customer indicated issue. Root cause cannot be determined as the returned sample is open. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the unspecified bd¿ pen needle traces caused by use of tools. The following information was provided by the initial reporter: traces caused by use of tools.